Event description:
Insect found in general laparoscopy pack during set up. Manufacturer response for surgery pack, medline (per site reporter). They will initiate a quality investigation and reimburse for the product.